Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported having a cataract surgery on (B)(6) 2016, with a zxt300 model lens. The patient reported experiencing extreme glare issues especially at night while driving. The patient also sees concentric circles when looking at lights, brake lights, and headlights along with stars. When he covers the eye, all the issues go away and he sees much better. The patient is unhappy with the results and has discussed replacing the lens with their physician. No further information was provided.

Manufacturer narrative:
Date of birth/additional: date of birth is provided and is included in this report. Serial#/additional: in initial report, the serial no. Was not provided, however, recently received serial no and is listed in this report. Catalog #/additional: catalog # has been provided and included in this follow up. UDI/additional: unique identifier has been provided and is included in this follow up. Expiration date/additional: expiration date is provided and included. Manufacturing date/additional: manufacturing date is provided and included. Product testing could not be performed because the device was not returned. Therefore, the customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.